Event description:
It was reported that the customer experienced low blood glucose levels of 35 mg/dl. The customer was awake and able to treat herself. The customer started with a new sensor because the readings with the continuous glucose monitoring system were off by 40 points or more. The customer stated there was an instance in which she experienced low blood glucose levels of 35 mg/dl but the continuous glucose monitor system registered her blood glucose levels as 78 mg/dl to 80 mg/dl. Customer acknowledged that she made some mistakes which may have led to the difference in readings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.